Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for intractable spasticity and multiple sclerosis. The pump contained fentanyl, an unknown brand of baclofen and marcaine (bupivacaine) all at unknown concentrations and doses. It was reported the patient was supposed to get a pump replacement on (B)(6) 2016 because the pump had previously been near expected early replacement indicator (eri), but the health care provider (hcp) didn¿t feel he could do anything else for the patient, so the patient didn¿t get a pump replacement, and the hcp ¿wasn¿t in network etc.¿. At the end of (B)(6) 2016, the patient stated she was weaned off everything in her pump. In (B)(6) 2016 (a week or ten days prior to report), the patient stated her alarm changed to critical alarm sound due to end of service (eos) that had been keeping the patient awake. The alarm sounds were consistent with pump alarms. The patient stated she had nothing in the pump, it was empty. The pump had been running out of medication because of the ringworm the patient had in (B)(6) 2016, and the patient couldn¿t get a refill scheduled due to the ringworm because it was a contagious condition. The pump also wasn¿t going to be replaced in (B)(6) 2016 because of the ringworm. The pump had been previously turned down to avoid running out of medication while the patient looked for a hcp that could refill the pump and replace it. The hcp reported the patient was non-compliant in finding another physician to take over the pump (not accepted by several neurologists). The patient was going to follow-up with the hcp.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.